Event description:
It was reported that the patient presented for a pre-discharge check. Upon review, the atrial lead was noted to have dislodged. X-ray imaging performed confirmed the dislodgement of the atrial lead. The physician successfully repositioned the atrial lead. The patient¿s condition was stable throughout the procedure.

Event description:
New information received indicated that unspecified electrical anomalies were noted on the atrial lead due to the dislodgement.